Event description:
New information received indicates that the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in-clinic, high, out-of-range pacing lead impedance was observed. The lead was explanted and replaced.